Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser fiber was not recognized and there was low power with the slit lamp fiber.

Manufacturer narrative:
The company service representative examined the system, slit lamp fiber, and could not replicate the reported event. The company service representative cleaned the illuminator optics as a prevention. The company service representative re-screwed the slit lamp fiber. The system was then tested and met all product specifications. The slit lamp was not returned for evaluation. The slit lamp serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).